Event description:
The customer reported to olympus that there was a poor air/water supply while using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there were foreign objects found to be stuck in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; no air or water was fed due to clogging of the nozzle. Additionally, the evaluation findings are as follows: due to a pinhole in the channel tube, water tightness was lost; due to wear of angle wire, the bending angle in up direction did not meet the standard value; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; an abnormal sound was made due to damage on up/down knob, the adhesive on the bending section cover had a chip, the mouthpiece was loose, the objective lens had discoloration, paint on the suction cylinder was peeled, paint on the air/water cylinder was peeled, the control unit had discoloration, the electrical connector had discoloration due to water leakage, the connecting tube had a wrinkle, and due to dirt on the objective lens, there was a lack of the monitor. In addition, the following device components were found to be scratched: up/down knob, lock engagement lever, plastic distal end cover, the protector of the universal cord on the suction connector side, switch box, flexibility adjustment ring, right/left knob, scope cover, suction connector, universal cord, grip, and the control unit. A supplemental report will be submitted if any additional information was provided by the user facility. The following provides additional information based on the legal manufacturer's final investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it could not be specified what the foreign material was or the root cause of the remaining foreign material. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. (Inspection of the endoscope). 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (Inspection of the objective lens cleaning function). (Inspection of the air/water feeding valve function). 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.